Event description:
A malfunction alarm was reported with no notable events occurring beforehand. There was no reported impact to the customer's blood glucose level. Technical support provided the customer with instructions on resetting the pump, and after resetting, the malfunction code did not recur.